Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered injections to stabilize blood glucose levels. Reportedly, customer will continue to use the pump, and has back up injections if needed for continued insulin therapy.